Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the closure was successful. When the patient was in the pacu (post anesthesia care unit) the patient developed a 6cm x 8cm hematoma at the access site. The hematoma was resolved with approximately 30 minutes of manual compression. The patient was kept in the hospital overnight as originally scheduled. The patient was discharged from the hospital with no clinical sequela noted. No further information is available.